Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient experienced an unspecified adverse reaction to the topical skin adhesive. Additional information has been requested.